Manufacturer narrative:
Additional information was received that there was no medical intervention was provided for blister.

Event description:
A report was received that the patient developed a blister that opened while charging his spinal cord stimulator. It was noted that the patient¿s skin thinned in the ipg site. He had not sought any sort of treatment for the blister.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312 serial #: (B)(4) description: scs charger 2.

Event description:
A report was received that the patient developed a blister that opened while charging his spinal cord stimulator. It was noted that the patient¿s skin thinned in the ipg site. He had not sought any sort of treatment for the blister.